Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In incoming inspection at distribution, it was found that there was a foreign material (hair) in package.

Manufacturer narrative:
Evaluation conclusion: the review of the manufacturing documents revealed no deviation. The review also revealed that the devices were packed by our sub-supplier. No deviation was recorded during this process. The root cause for the pollution is most likely related to a workmanship error not detected by inspection. Thus, a non conformity ceport was initiated for root cause investigation.

Event description:
In incoming inspection at distribution, it was found that there was a foreign material (hair) in package.